Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pulmonary vein isolation, patient¿s blood pressure dropped to 80/60. The physician called for echo and the echo showed a pericardial effusion. Pericardio centesis was performed twice with total volume of 440 milliliters removed. Procedure ceased and patient taken to ccu. It was not clear when the tamponade occurred. The procedure was delayed by 90 minutes. The patient was stable. Additional information was requested, but no response has been received.